Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported under infusion, which was reproduced during evaluation. The device was found to under infuse, out of specifications, due to out of specification pressure plate travel. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered under-infused. There was no patient involvement. No additional information is available.